Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. During troubleshooting an o-ring was identified on the pneumatic tap. The customer was able to remove the o-ring from the pump and changed the pump supplies to address the issues.